Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the atrial and right ventricular leads developed intermittent lead noise a year ago. Both leads were capped on (B)(6) 2019. The patient was stable.